Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(6). The reported failure modes were confirmed through review of the device logs. The investigation determined that the reported system faults were due to contamination of the pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device is currently being returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
Ref import report #: (B)(4).